Manufacturer narrative:
It was noted the patient was initially admitted for post-hemodialysis hypotension and altered mental status and concern for sepsis, which had since improved. The most recent management was focused on recurrent aspiration pneumonia, ongoing hypoglycemia, and long-term nutritional support. The primary nurse indicated there was no alert from the monitor and the monitor technician observing the central did not see any red alarms at the time of the event. The nurse noted a flat line on the central station, which prompted her to check on the patient, who was found unresponsive. It was noted 'there was ongoing background beeping and noise from the monitor room; however, it was confirmed that no red alarms were triggered between approximately 4:10pm and 4:50pm, during which time the patient was likely in cardiac arrest'. The code team arrived and began resuscitation efforts. The users expected red alarms due to no pulse and desaturation, but they were unsure of the alarm settings. The cause of death was thought to be cardiac arrest secondary to an aspiration event, but this was not confirmed. A preliminary review of the logs revealed the device did generate an alarm for spo2 and there were technical inop alarms for spo2 sensor malfunction around the time of the event as well. Analysis was performed by remote service personnel which included talking to the customer and remoting into the system to gather log files and device status reports. The clinical managers explained to the remote clinical application specialist (cas) that they are in the process of gathering information, reviewing the clinical audit alarm events and clinical workflow for this case and they also confirmed that the user did not hear an audible alarm tone from this bed. The complaint was escalated for a technical complaint investigation to the responsible product support engineer (pse) and the results indicate that the spo2 was in an inoperative condition frequently enough that it prevented an accurate measurement and alarm generation until the last 1 minute and 37 seconds, during which time a yellow spo2t low limit alarm and yellow pulse high limit alarm were generated. In normal operation the mx40 is connected to the patient information center ix (pic ix) and all the alarms and inops are announces at the pic ix. Locally, at the mx40, the display is off and it makes no sounds. If the customer wants to hear alarms at the mx40 itself, they must go to the mx40, activate the screen, and then put it into ¿monitor mode¿. For the reported issue from the audit logs, there was an active connection from the mx40 to the pic ix during the time period in question (4:53pm to 5pm on (B)(6) 2026). From 16:51:55 through 17:00:02, a duration of 8 minutes and 7 seconds: no pulse inop: 01 m 51 s, sensor malfunction inop: 16 s, no pulse inop: 2 s, monitoring: 3 s, sensor malfunction inop: 1m 19 s, no pulse inop: 1 s, sensor malfunction inop: 1 m 25 s, noisy signal inop: 2 s, monitoring: 20 s, no pulse inop: 2 s, monitoring: 9 s, no pulse inop: 30 s, sensor malfunction inop: 2 s, no pulse inop: 2 s, monitoring: 2 s, sensor malfunction inop: 3 s, no alarm 22 s, yellow pulse alarm: 25 s, no alarm: 9 s, yellow pulse alarm: 15 s, no alarm: 26 s, total time in an inoperative condition: 5 m 35 s, total time in monitoring: 2 m 32 s. The pse advised seeing recommendations related to measurement time (averaging filter time) and alarm delay time from the mx40 c.01 IFU (453564931761 first edition). Based on this information, there does not appear to be any device malfunction that contributed to the death; however, use-related issues such as alarm management and clinical workflow may have been factors. Based on the results of the analysis, the product was confirmed to be operating per specifications and the most likely cause of the reported problem was use-related issues such as alarm management and clinical workflow . The issue was resolved by providing information to the customer. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance obtaining and interpreting data following the patient's death. The patient was only being monitored with continuous spo2 at the time of the event. In addition, the customer stated an audible alarm tone was not heard and the manager did not know whether there was any issue related to the mx40 or pic ix devices.